Manufacturer narrative:
The investigation into the reported issues has been completed. The device was not returned for benchtop investigation. Per log review and clinical review, multiple small motor current spikes were observed at p-6 with low pump flows. No positioning issue alarms were found. Also, high purge pressure trend was found after motor current spikes with low pump flows, waveforms and pump flow noted to change with significant changes in purge pressure, flows later. The cause of the low pump flow issue was most likely biomaterial ingestion with several intermittent motor current spikes observed at p-6 with low flows. The cause of the high purge pressure issue was most likely biomaterial ingestion with purge trend noticed after several intermittent motor current spikes.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella rp device for mechanical circulatory support. The team checked the impella's position with x-ray and reviewed impella connect. Via chest x-ray, it appeared outlet was in position but the rp device was more linear compared to natural shape. When arriving on site, the rep. Also noticed significant changes in purge flow/pressure. Intubated/drips were added. Rp reposition attempted to no improvement of flow. Rp was removed. Clot was noted in outlet cage. Physician did not elect to replace rp device at this time. There was no patient harm reported.